Event description:
It was reported the programmer was slow to boot up. It was noted the programmer functioned normally once it booted up. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus and arrow on the programmer screen are not aligning; a know good stylus was tried and calibrated without success. Overlay found out of electrical specification. Analysis also found the tab on the power cord bay door is broken. (B)(4).